Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is not possible to establish the root cause. The events can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During visual examination the following additional issues were found: the scope cover was cracked; the connector cover was cracked; the light guide lens was cracked; and the adhesive on the bending section cover was worn. During functional testing, the device did not meet electrical resistance specifications due to damage to the bending section cover's adhesive. Further, the image was partially dark due to a scratch on the objective lens. Finally, the bending angle in the up direction did not meet the specifications due to worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a halo on the image. This issue was found during customer reprocessing. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the air/water cylinder and in the air/water tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.